Event description:
It was reported that during an unknown procedure after closing the instrument and firing, the magazine fell into two pieces, parts fell into situs. Procedure was converted to open. No further information is available. No further information.

Manufacturer narrative:
(B)(4). Additional information: the sales rep. Talked with the chief surgeon who reported this event to us. He was not present during the procedure and however he mixed up several cases. The magazine did not fell into 2 pieces! The ec60 did not staple correctly but cut. The staple line was complete but the staples were unformed. There were no anomalies noted during the preparation and firing of the device. Tissue type: stomach (it was not a sigma procedure!). There was no conversion to an open procedure!. Patient is fine and has been transferred from ICU to a general ward. Were there any changes in the patients course of treatment as a result of the malformed staples? Peritoneal drainage. How was the case completed? Sutured by hand. Was the patients hospital stay extended? Yes. The analysis results showed that one ec60 device was returned with no visual non-conformances and with a fully fired ecr60b cartridge reload present. In addition, twelve ecr60b sterile reloads were received. The device was tested for functionality with six returned sterile reloads and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device is being retained additional follow up: surgery was converted to open to retrieve the parts which were fallen into the situs customer refuses to sent the device back, wants to send the device to the (B)(4). Patient is still in intensive care for monitoring. The rest of the details are already known or unclear. Additional information has been requested and will be sent upon receipt via a supplemental report.